Manufacturer narrative:
The product in complaint was returned to zoll (B)(4) on 10/21/2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Event description:
It was reported that during active operation on a patient, the autopulse platform performed compressions for about 2 minutes and then displayed 'failed'...'turning off.' Customer discovered that the lifeband was wrapped when placed onto the patient. During subsequent compressions, this 'wrap' had been pulled back into the device under the backboard. No adverse patient sequelae was reported. No further information was provided.